Event description:
Dexcom 7 inserted on (B)(6) 2024 recorded low glucose levels and began swelling with induration, erythema and pain increasing since device removed (B)(6) 2024. Looks like cellulitis with pointing central lesion (abscess?). Began broad spectrum antibiotics yesterday with no improvement. Will need consultation with infectious disease specialist soon. Exact instructions followed carefully with no errors or difficulties.